Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 11/11/2014, electrode belt- 7/31/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that a patient was in the hospital and lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received 5 appropriate and 3 inappropriate treatments from the lifevest, as well as 28 non-lifevest defibrillations. At 18:30:40 on (B)(6) 2021, the patient received the first treatment from the lifevest while in vf. The post-shock rhythm was bradycardia at 50 bpm. At 18:31:12 on (B)(6) 2021, the patient received the second treatment from the lifevest while their rhythm was sinus tachycardia at 120 bpm with pvc's. The post-shock rhythm was also sinus tachycardia at 120 bpm with pvc's. At 18:40:18, the lifevest was shutdown. At 18:41:29, the lifevest was restarted. At 01:17:09 on (B)(6) 2021, the patient received the third treatment from the lifevest during vf. The post-shock rhythm was idioventricular rhythm at 70 bpm with pvc's. At 9:51:43, the lifevest was shut down. At 10:47:05, the lifevest was restarted. At 15:43:09 on (B)(6) 2021, the patient received the fourth treatment from the lifevest during vf. The post-shock rhythm was nsvt at 200 bpm. At 15:43:41, the patient received the fifth treatment from the lifevest during nsvt at 200 bpm. The post-shock rhythm was svt at 130 bpm with nsvt. At 15:44:03, the patient received the sixth treatment from the lifevest during nsvt at 270 bpm. The post-shock rhythm was vt at 200 bpm. At 15:44:35, the patient received the seventh treatment from the lifevest during vf. The post-shock rhythm was also vf. At 15:45:00, the patient received the eighth treatment from the lifevest during vf. The post-shock rhythm was also vf. At 15:45:48 per the patient's continuous ECG recordings, the patient's rhythm was vf with CPR/motion artifact. The arrhythmia was obscured by CPR artifact, preventing the lifevest from detecting the arrhythmia. From 15:46:35 to 16:06:32 the patient received 28 non-lifevest defibrillations during vf. None of the defibrillation attempts converted vf to a slower rhythm. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional.